Event description:
It was reported that the pt received an alloclassic sl stem 4 12/14 in 2006 (exact date unk) and underwent revision surgery on (B)(6) 2013 due to loosening and pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the devices be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).